Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/28/2016, that on (B)(6) 2016, the receiver displayed an error 67. Reportedly, the patient is a pediatric under 2 years of age using a receiver. No additional patient or event information is available. Labeling indicates: the dexcom g5 mobile system is indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of the receiver displaying firmware error code failures was confirmed. A root cause could not be determined.